Event description:
Low sensing values. Low wave height alert was confirmed on may 2nd via home monitoring. The lead was explanted. Should additional information be received, this file will be updated.